Event description:
On (B)(6) 2012, the physician's assistant called to report that her handheld computer will not maintain a charge. She stated that she had tried to plug the handheld into three different outlets to confirm if that was the issue and had also performed several hard resets. The pa stated that although she could not visualize any problems with the ac power cable, the handheld sometimes needed to be seated into the power cable connection at a particular angle in order for it to charge properly. The physician's assistant also reported that after unplugging the handheld from the power supply, the power button lights up in red and the computer then shuts off. The product was received on (B)(4) 2012 and is pending analysis.

Event description:
Follow up with the physician's assistant found that the handheld had been stored in the nurse practitioner's office at normal room temperature and as far as it was known, the handheld had not been exposed to any harsh temperature conditions. Product analysis on the software found no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the handheld connector is most likely associated with mishandling of the device as it appears the serial cable connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the handheld pcb and attached cable receptacle. Results of testing demonstrate that both the returned battery and handheld support device communications as expected. The battery charging connector on the bottom of the handheld prevented the battery from being charged. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.